Event description:
Contact stated that the meter would not count down. A review of the system was performed over the phone. This review indicated that segments were missing from the display and that the meter is not operating as it is intended. The customer was asked to return the meter for further evaluation and a replacement meter was provided. The customer was invited to call 24/7 with future questions/concerns.